Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified right coronary artery. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, during the procedure, advancing difficulties were encountered and the stent got damaged during insertion. The device was removed from the patient intact. Another device was taken and completed the procedure. No patient complications were reported and the patient status was normal.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified right coronary artery. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, during the procedure, advancing difficulties were encountered and the stent got damaged during insertion. The device was removed from the patient intact. Another device was taken and completed the procedure. No patient complications were reported and the patient status was normal.

Manufacturer narrative:
(E1) initial report address 1: (B)(6). Device evaluated by MFR.: synergy ous mr 3.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a kink at 1cm distal to the wire exchange port. The device was loaded on a 0.014" test guidewire without issues. No other issues were identified during the product analysis.